Event description:
New information received notes that the patient experienced symptoms of dizziness and syncope due to the malfunctions. It was noted that the right ventricular lead had a lead fracture and lead insulation damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited failure to capture and noise oversensing causing pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.